Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. Review of the images contained in the research article could not confirm the reported aortic insufficiency or ventricular tachycardias. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿severe aortic insufficiency after catheter ablation of refractory ventricular tachycardias via retrograde aortic approach in a patient with left ventricular assist device: a case report¿ that heartmate 3 was associated with worsening aortic insufficiency (ai), ventricular tachycardia and exacerbation of heart failure. This was a study case of a 59-year-old man who had undergone left ventricular assist device (lvad) implantation as a bridge to transplantation. Transthoracic echocardiography (tte) performed 2 days pre-catheter ablation (ca) revealed a closed aortic valve with trivial ai, consistent with the observation 9 days post-lvad implantation. Although the ai worsened from trivial to moderate post-tte, the patient was discharged 2 days post-ca. However, they were readmitted at 8 days post-ca because of worsening heart failure caused by severe ai. Therefore, lvad¿s speed was adjusted and medication was added to reduce the afterload. Nevertheless, the heart failure did not improve, and the vts recurred at 1-month post-ca. It was confirmed that the ai arose from the center of the aortic valve without an apparent leaflet tear or rupture on tee. A surgical intervention 3 months after the ca was performed. Aortic valve closure (park stitch with commissure plasty between the left and noncoronary cusps), tri cuspid valve annuloplasty for the moderate tricuspid regurgitation, and cryoablation in the left ventricular (lv) summit region were performed. Postoperatively, the ai resolved, and the lv size was reduced. The patient was stabilized and subsequently discharged. They remained stable for 12 months since surgery while awaiting heart transplantation.